Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to failure to heal. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on september 20, 2023.

Manufacturer narrative:
This report is submitted on november 9, 2023.